Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that the straight connector on the expiratory limb was cracked across the entire length of the collar . A lot check revealed one other complaint of similar nature for lot date 130612. Conclusion: we were unable to determine what has caused the connector to crack. All rt265 infant evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for six days prior to the observed cracking. This suggests that the complaint circuit was within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the patient end connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after six days of use with a nebulizer. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the patient end connector on the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit cracked after six days of use with a nebulizer. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been received at fisher & paykel healthcare in (B)(6). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.